Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited low amplitude signals and loss of capture (loc) at maximum output. With an x ray analysis it was determined that the ra lead was completely dislodged. The patient did not report any symptoms and indicated no falls. At this time the ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. The ingevity helix difficulty allegation was confirmed, based on the field report. Dried blood/body fluid, tissue in the helix housing and severed lead prevented direct test of the helix mechanism. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited low amplitude signals and loss of capture (loc) at maximum output. With an x ray analysis it was determined that the ra lead was completely dislodged. The patient did not report any symptoms and indicated no falls. The patient was hospitalized for a lead reposition but the helix could not be retracted, therefore the lead was removed and replaced with a new one. The ra lead has been returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited low amplitude signals and loss of capture (loc) at maximum output. With an x ray analysis it was determined that the ra lead was completely dislodged. The patient did not report any symptoms and indicated no falls. The patient was hospitalized for a lead reposition but the helix could not be retracted, therefore the lead was removed and replaced with a new one. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.